Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. It was reported that this file was used more than the recommended one time. There was no report of injury to the pt.